Event description:
During temporary pacing with the remington medical disposable adapter, adap-2000 and a compatible temporary pacer box, the patient intermittently developed a loss of capture despite maximum output and confirmation by x-ray of proper pacing wire placement. Also, the pacing adapter did not fit into pacemaker well and had to be forcibly removed from the head of the pacer at the end of the case. It seemed to be stuck in place. This problem was found very quickly. The patient's permanent pacemaker was reattached and the patient had a good outcome. The temporary pacer box was tested and was not part of the problem. We have never had problems with this adapter before but this is one of two reports which occurred on the same day. There seems to be a problem with this lot. We have removed all adapters with this lot in our hospital system.manufacturer's response (per reporter)they have received complaints about the adapter not fitting well. There is definitely a problem with this lot. Our facility's complaints were the first complaint about a patient being affected due to this. We have pulled all adapters with this lot number in our hospital system.

Event description:
During temporary pacing with the remington medical disposable adapter, adap-2000 and a compatible temporary pacer box, the patient intermittently developed a loss of capture despite maximum output and confirmation by x-ray of proper pacing wire placement. Also, the pacing adapter did not fit into pacemaker well and had to be forcibly removed from the head of the pacer at the end of the case. It seemed to be stuck in place. This problem was found very quickly. The patient's permanent pacemaker was reattached and the patient had a good outcome. The temporary pacer box was tested and was not part of the problem. We have never had problems with this adapter before but this is one of two reports which occurred on the same day. There seems to be a problem with this lot. We have removed all adapters with this lot in our hospital system.manufacturer's response (per reporter)they have received complaints about the adapter not fitting well. There is definitely a problem with this lot. Our facility's complaints were the first complaint about a patient being affected due to this. We have pulled all adapters with this lot number in our hospital system.